Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Loose cup and revised to a depuy.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is loss of fixation of the acetabular component of a tha. Note was made at the time of the index surgery that the patient had unusually large body mass as well as a superior acetabular bony defect requiring grafting. No details of these facts are available and it is not known if these factors ultimately influenced component implantation/fixation." -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is loss of fixation of the acetabular component of a tha. Note was made at the time of the index surgery that the patient had unusually large body mass as well as a superior acetabular bony defect requiring grafting. No details of these facts are available and it is not known if these factors ultimately influenced component implantation/fixation." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Further information such as medical records and returned devices are needed for further investigation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Loose cup and revised to a depuy.